Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl, resulting in customer being "unconscious" and having "cognitive issues". Low bg cause was not known. An emergency medical technician administered dextrose and intravenous fluids; nature of fluids was not provided. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and dextrose, and was discharged the following day with the issue resolved. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.